Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose rose to 582 mg/dl. Customer had treated their blood glucose with a bolus. It was also found the customer was had low energy and was coughing due to their high blood glucose. Troubleshooting found the customer had an unexpected restart alarm and button error alarm. Customer not recall any significant events leading to the button error alarm. Advised the customer to change out their entire infusion set, reservoir, and insulin. The customer's insulin pump will also be replaced due to the button error alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.